Event description:
I had surgery (B)(6) 2011, for bladder prolapse using gynecare total prolift with sacrospinous ligature fixation. When I woke up from surgery, I was unable to lift my left leg laterally and had severe pain. I reported it to 3 different rn's. They all said it was just from swelling and bruising. I was able to walk and eventually after a few days able to lift the leg laterally. Since the surgery, I have had difficulty lifting both legs due to pulling in my buttocks and muscles in the back of my legs. I have weakness more so in my right leg which causes me more difficulty lifting my right foot. I also have trouble standing up and also sitting. I can feel pressure between my legs. I can feel a hard area near my rectum and since the surgery I now feel two areas on both sides of my vagina that wasn't there before. I have had 2 cat scans, an ultrasound of my left leg, a neurology consult and an emg. They have been unable to find anything but none of this started till the day of surgery. I feel like the device is causing pressure on my muscles or ligaments which is causing all of my problems. I am getting ready to find another doctor who will hopefully be able to remove the device. Hopefully the damage won't be permanent.